Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, unrestricted flow was noted. It was reported that the door did not close all the way. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.